Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string was not attached after inserting the tampon. She found the string in her hand. She was able to manually removed the tampon and did not seek medical assistance. She experienced pain during removal. The tampon was about one quarter the size of a regular tampon and the plastic applicator was cut in half and had a sharp, open plastic edge. The packaging was also open on one side. Multiple attempts have been made to obtain further information regarding her use of the product, however no further information has been received.